Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultralink meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 10:30 am. She obtained a glucose result of "246 mg/dl" on the subject meter and "46 mg/dl" on another meter, done less than 30 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed before the alleged issue started, at 10:28 am, she felt "shaky and like she was going to pass out". She reported to this mss that she could not recall the results obtained earlier in the day. In response to her symptoms she stopped her insulin treatment. She stated that she tests her glucose 8x/day and manages her diabetes with novolog insulin (pump therapy) and due to the alleged issue, at 10:35 am she skipped her insulin medication. The patient also reported at 10:35 am, she reportedly self treated with food and/or drink in response to her symptoms, and within "half hour" reported feeling "better". She also informed the cca that she checked her glucose with her sister's meter and obtained a glucose result of "46 mg/dl" on (B)(6) 2011, at 10:40 am. The patient informed this mss that for the rest of the day she stopped using the subject meter and continued using her sister's meter and tested about 15 more times, but could not recall the results obtained. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an appropriate testing technique, correct unexpired test strips and an approved sample site. Replacement products were sent to the patient. Although the patient self treated for symptoms suggestive of hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient's symptoms started before the reported issue first occurred. Therefore the meter did not contribute to the patient's symptom and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.